Event description:
Customer reported receiving reading of 426 mg/dl. Customer administered 13 units of insulin and 9 minutes later received a second reading of 193 mg/dl. Customer self medicated with glucose tablets and did not experience symptoms of hypoglycemia.